Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing that triggered inappropriate mode switches. Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.